Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to electromagnetic interference/noise. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that atrial and ventricular noise appeared as mirror images on the electrograms (egm) due to leads rubbing against each other. Oversensing noise and mode switches were noted on the right atrial (ra) lead. Oversensing and noise were also noted on the right ventricular (rv) lead. The leads and implantable pulse generator (ipg) remain in use. No patient complications have been reported as a result of this event. It was further reported that the device was analysed and tested out of specification.